Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following battery was reported; however, it is unknown which battery was involved in the reported event: serial # (B)(4), catalog # 1650de, exp. Date: 09/30/2015, mfg. Date: 09/01/2015.

Event description:
It was reported that the batteries were switching from one power source to another before the batteries reached less than 25% capacity. The devices were exchanged with no reported consequence to the patient. No additional information provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Two batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable.   Three batteries ((B)(4)) were not returned for evaluation. Review of the manufacturing documentation confirmed that the batteries that were not returned met all requirements for release.   Log file analysis revealed that the controller, (B)(4) contained updates. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to momentary disconnections involving (B)(4) and several premature power switching events that were due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries, the manufacturer is investigating momentary disconnections. Battery-(B)(4).   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: battery-(B)(4), catalog#1650de, exp. Date: 2015-09-30, MFR. Date: 2014-09-30; battery-(B)(4), catalog#1650de, exp. Date: 2015-09-30, MFR. Date: 2014-09-30; battery-(B)(4), catalog#1650de, exp. Date: 2016-02-29, MFR. Date: 2015-02-29; battery-(B)(4), catalog#1650de, exp. Date: 2016-03-31, MFR. Date: 2015-03-31; battery-(B)(4), catalog#1650de, exp. Date: 2016-04-30, MFR. Date: 2015-04-31; battery-(B)(4), catalog#1650de, exp. Date: 2016-11-30, MFR. Date: 2015-11-30. The devices have not been returned to the manufacturer. A preliminary evaluation was conducted and during review of log files, 6 additional batteries were identified to be involved in switching events: (B)(4). The evaluation is on-going. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.